Event description:
It was reported that faradrive steerable sheath clear was selected for percutaneous catheter myocardial ablation procedure. An infusion pump was used as the method of irrigation. During post-mapping and after completing the pulsed field ablation procedure, air was observed near the sheath handle after aspiration. After completing pulsed field ablation, the guidewire was left in place, the faradrive was pulled from the left atrium to the right atrium, and the farawave catheter was placed in the sheath. The non-boston scientific catheters were inserted into the left atrium, and the area of isolation was checked by post-mapping. After about ten minutes, it appeared that air had ingressed into the faradrive, but this air could be drawn out by performing aspiration. Thus, the procedure was completed successfully using the original device. No patient complications were reported. The sheath is not expected to be return for analysis as it was discarded in the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.